Event description:
It was reported that the pump failed accuracy +12.07% (no patient injury / during test).

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found missing rear top label. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. Accuracy tests found the pumps to be over delivering to the manufacturing specifications. The investigator however found fluid ingression on the pump by chassis base of the expulsor, which damaged the expulsor gasket causing inconsistent delivery issue. Corrective action was to replace the expulsor assembly. The root cause per the investigator appears to be related to the user or the customer while cleaning the device. A DHR (device history record) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6400. H6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found missing rear top label. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. Accuracy tests found the pumps to be over delivering to the manufacturing specifications. The investigator however found fluid ingression on the pump by chassis base of the expulsor, which damaged the expulsor gasket causing inconsistent delivery issue. Corrective action was to replace the expulsor assembly. The root cause per the investigator appears to be related to the user or the customer while cleaning the device. A DHR (device history record) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6400.